Event description:
Reporting status: malfunction. Reporting rationale: balloon separation has previously caused or contributed to patient injury. Device issue: balloon separation. It was reported that the balloon broke off where the balloon connects to the catheter, outside of the patient. At this time it is unknown whether this occurred before the procedure or after the procedure. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood visible in the guide wire lumen. There was contrast visible in the inflation lumen. The balloon had loose folds. The balloon was separated at the proximal seal. The outer member was wrinkled for a length of 7 cm proximal to the separated proximal seal. The inner member was separated 5 mm distal to the guide wire exit notch and pull out of the outer member and intact to the distal seal. The inner member was wrinkled between the proximal marker band and the distal seal for a length of 13 cm. The inner was s shaped in the balloon. The proximal end of the separated inner member was stretched and wrinkled for a length of 7 mm. There was no other damage noted to the balloon catheter. Product performance engineering reviewed the incident info and analysis results. It was reported that the rx voyager balloon detached from the catheter outside of the patient. Additional case information could not be obtained and it is unknown whether the balloon separation occurred during of after the procedure. The returned device revealed that the balloon catheter was returned with blood visible in the guide wire lumen and contrast was visible in the inflation lumen. The balloon was loosely folded. Analysis of the returned device revealed that the balloon was separated at the proximal seal and the inner member was separated distal to the guide wire exit notch. The proximal end of the separated inner member was stretched and wrinkled, suggesting that tensile force was applied beyond the design limits which resulted in an inner member separation. The outer member was wrinkled proximal to the separated proximal seal and the inner member was wrinkled between the proximal marker band and the distal seal. Additionally, the inner member was s shaped in the balloon area possibly as a result of removal technique of the catheter. It is possible that during the procedure, that resistance occurred between the guide wire and the inner member such that attempts to separate the devices resulted in the inner member and outer member to wrinkle which eventually led to the balloon separation. Without additional case information of the procedure, a conclusive root cause could not be determined; however, it appears that the balloon separation was related to operational context of the device. The lot history record for this product was reviewed and there are no non-conformances associated with this lot. This MDR is considered closed by the product performance group.